Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and was in backup vvi mode. The battery impedance was also high. The device was explanted and replaced and the patient was stable.